Manufacturer narrative:
Model number/catalog number: sc-2366-50, serial number: (B)(4), batch/lot number: 2000006080/14657515/14694551/14694551, model/catalog description: linear 3-6 lead 50 cm. A review of the manufacturing documentation for the ipg and leads revealed that no anomalies or deviations potentially related to the event occurred during manufacturing.

Event description:
A report was received that the patient had a (B)(6) infection. The patient underwent an explant procedure. No further information could be obtained.